Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 44 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is 1 connector pin was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The inspection revealed that the distal part of the lead was damaged next to the ring electrode and a deformed fixation helix was found. Based on the characteristics of these damages it is reasonable to assume that it resulted from tensile forces applied during the extraction. Furthermore, cuts in the insulation were observed which most likely occurred during the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the reported high impedance. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Sometime in august the impedance shot up above 2000. Physician extracted ra lead due to high atrial pacing percentage. No adverse patient events reported. Should additional information become available, it will be added to this file.